Manufacturer narrative:
(B)(4).

Event description:
It was reported during placement of the catheter, a crack was found on the extension line, from which medical agent was leaking. The catheter was removed and replaced. According to the user, there was no crack when flushing the catheter before use. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported during placement of the catheter, a crack was found on the extension line, from which medical agent was leaking. The catheter was removed and replaced. According to the user, there was no crack when flushing the catheter before use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. After failing functional testing (see below), a small hole was observed on the distal extension line. Microscopic examination confirmed the damage and revealed that the edges were smooth and inform. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The hole in the distal extension line measured 39mm from the juncture hub. The catheter body length from the juncture hub to the distal tip measured 218mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The distal extension line outer diameter measured 2.14mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion product drawing. A lab inventory ars filled with water was attached to all three of the catheter extension lines and flushed. When flushing the distal extension line, water was observed exiting out of the hole in the extrusion. No leaks were observed when flushing the medial and proximal lines. Performed per IFU statement , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that the distal, medial, and proximal luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation. Visual and functional analysis revealed a small hole in the distal extension line. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.) Despite this, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.